Event description:
It was reported that the lead was capped and replaced due to noise oversensing that led to an inappropriate shock. Decreased impedance was also observed. Fluoroscopy revealed no visual issues with the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).